Event description:
It was reported that there were consistent high v pli measurements over the past couple months. Capture has also been increasing. The patient underwent a vein procedure that could have damaged a portion of the hv lead. Sensing is fine and he could not reproduce any noise on the lead. The physician decided to perform a dft to determine if the hv portion of the lead is functioning appropriately. Lead remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.